Event description:
Physician reported "implant rupture". Device has been explanted and replaced with a non-allergan device. This relates to the left side.

Manufacturer narrative:
(B)(4). Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Visual analysis of the photographs identified. Through the photos provided, it is not possible to determine the lot number and catalog observed broken device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Refer to ps-qp-onev-115717:covid-19 quality plan - complaint handling.

Event description:
Physician reported an implant rupture. Ultrasound and MRI were performed. Device has been explanted and replaced with non-allergan brand. This record relates to the left side.